Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The camera head failed functional testing. There was no live video output and changing menu selections with no user input. The unit passed a leak test and cable test. The camera head was tested with a known good pcb and passed functional testing. The complaint was confirmed and the root cause was determined to be an electrical component failure of the pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an arthroscopy, when the camera head was inserted to the control unit during preparation, the device would not display arthroscopy image and still displayed color bars. After a while, the setting menu of the procedure was automatically moved (selected) to the right even though the customer did not press the button on the camera head. No backup device was available to complete the procedure; therefore, the procedure had to be postponed.